Event description:
It was reported that the set screw of the right ventricular lead port of the implantable cardioverter defibrillator was not securely in place when the device was handed off to be implanted. The doctor elected to use another device to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of header connection problem was confirmed. Upon receipt the right ventricular septum and setscrew were found to be missing. The cause of the loose and dislodged septum was determined to be due to a manufacturing anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.